Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the boluses requested were intermittently not delivered as intended. Customer's blood glucose ranged between 90-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable. Customer acknowledged boluses were delivered as intended.